Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.210" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint regarding a failed test was confirmed by failure analysis. The probable root cause is attributed to use conditions.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace instrument failed the test. No fragment fell into the patient. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported.